Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints with similar malfunction. Due to this we take these complaints as an input to start an internal project with the intention to review aspects of the design, the mfg process and the test methods. This review should cover all possible impacts of the quality the vhk71000 reservoir. Additional info: the product mentioned is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): k102919.

Event description:
According to the customer: "user observed an air leakage on the heat probe which is placed in venous line of the oxygenator. Problem was continued even though the user had done essential actions. Non-conformity was observed almost at the end of the surgery, and the questioned product was not replaced with a new one. No harm occurred in the pt." (B)(4).